Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Customer did not provide bg level values. Reportedly, the pump basal rate needed to be adjusted. The contact did not provide a bg value, or additional information on how bg levels were addressed.